Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture and the right atrial lead exhibited high capture thresholds; the patient experienced diaphragmatic stimulation. Chest x-ray revealed both the leads were dislodged. The patient was in stable condition. No intervention was performed at this time.

Event description:
New information received noted that both the right atrial and left ventricular leads were explanted and replaced on (B)(6) 2019. The patient was in stable condition prior, intra and post procedure.